Event description:
It was reported that the chair was unable to support weight due to a broken patient left plastic lock bar strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.